Manufacturer narrative:
Initial reporter is a depuy sales representative. A review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5397002 was released in a single batch on august 24, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A product investigation was completed: upon visual inspection, it was observed that the distal tip of the device (hexlobe drive feature) was stripped and worn out. The very distal portions of the tips were rounded, almost worn to the core. The stripped condition of the tip would render the device inoperable. The damage was consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition was consistent with the complaint condition thus the complaint was confirmed. The overall complaint was confirmed during the investigation as the device's distal tip was stripped and worn out. No other damages were observed on the device. It is determined that the reusable instrument device is worn from repeated use and servicing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the driver tip was galling. The procedure was completed with another inserter with no delay. During the investigation by the manufacturer, it was noted that the distal tip of the device was stripped and worn out. This report is for an inserter/tightener. This is report 1 of 2 for (B)(4).